Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, curved opening with striated edge, brown particles, irremovable brown particles in fill channel. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage and irremovable particles in fill channel assessed as particle leakage. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported "milky white serous calcified fluid" and a "rent within the shell".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.